Event description:
It was reported that a patient underwent a hernia repair procedure and mesh was used. The patient experienced a recurrence that occurred between six months and one year after implantation. The patient underwent reoperation on an unknown date and the surgeon opined that there must be something wrong with the ingrowth into the mesh. The mesh remains implanted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient underwent an ipom hernia repair procedure during february of 2012 and mesh was used. The patient presented with symptoms of pain on (B)(6) 2012. The patient underwent reoperation on (B)(6) 2012. During the reoperation it was noted there was a recurrent hernia and adhesions.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.